Event description:
It was reported that the pump was beeping as if it were empty, prompting the user to stop it. Per reporter, no specific message had been recalled on the screen, the reservoir volume was 25.5 ml, infusion rate was 1.4 ml/hr, and a total of 38.5 ml had been administered. Both the patient and the caller had attempted to press and hold the stop/start button, but the device had not responded, and after which the pump was powered off. Per reporter, troubleshooting was unsuccessful. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.